Event description:
During a turp procedure while using the USA elite system standard resectoscope metal sheath, the white ceramic tip broke off and fell in the pt's bladder, the tip was removed and the procedure was completed without incident. No extended stay needed for the pt.

Manufacturer narrative:
Visual inspection of the instrument finds that the ceramic tip is broken off the distal tip of the steel tube. The remaining portion of the ceramic tip is securely glued inside the distal end of the sheath tube. The detached piece of the broken ceramic tip was not returned with unit. A minor dent is noted at the proximal end 1" from the cone. The balance of the instrument is in good physical condition. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the presence of a dent on the tube and the fact that the majority of the ceramic tip remains secured in the instrument, the cause of this failure is due to mishandling. Further descriptions of potential causes of the misuse and breakage are included in the following assessment obtained from a search of prior incidents for this type of instrument: a broken ceramic tip has typically been proven to be caused by customer misuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instructions for use manual that is shipped with the instrument. A second potential cause of breakage that can also be associated with customer misuse is that of dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.